Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is a temporal relationship between the event of peritonitis, sepsis, abdominal pain, nausea, vomiting and weakness with subsequent hospitalization and pd therapy with cycler set. However, there is no documentation in the file to show a causal relationship between the event and the cycler set. There is no allegation of a machine malfunction or leak in the cycler set related to this reported event. However, the patient did experience a leak in the lines of the catheter extension set a few days prior to the diagnosis of peritonitis. This leak could have caused or contributed to the adverse event. Per the pdrn the peritonitis is related to touch contamination, a breach in aseptic technique. The cause of the adverse event cannot be concluded based on the available information. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by the peritoneal dialysis registered nurse (pdrn) that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was self-administering antibiotics (type, route, dose, strength, frequency and duration unknown) due to a history of peritonitis. According to the medical records, the patient visited the pd clinic with abdominal tenderness and a leak in their lines. The lines were changed and the patient was instructed to return five days later for cell count, culture and sensitivity of pd effluent. The patient contacted the clinic to report symptoms of nausea, vomiting, diarrhea and belly pain. Cultures from the previous week were negative. The patient was scheduled to return to the clinic later that day for repeat culture, but the patient stated they needed to go to the hospital as they felt they had peritonitis. The patient presented to the emergency room (ER) with the above mentioned symptoms and stating that this had been an ongoing issue. Positional changes helped to alleviate the pain which was reported to be constant and worsens with standing or walking. In addition to the mentioned symptoms, the patient complained of lightheadedness, fatigue, weakness, diaphoresis and pd effluent that is cloudy. The patient¿s white blood cell count was 12.6 with positive left shift and positive bands. Lactic acid was 2.5 (normal level is <2 mmol/l; indication of sepsis). The patient was put on sepsis protocols with limited fluid intake. No blood cultures were documented. The patient was prescribed/treated with vancomycin (pharmacist to dose) intravenously (IV) and ceftazidime 2g IV (frequency and duration unknown). The pd effluent culture returned positive for multiple species: enterococcus, escherichia coli and enterobacter. The patient¿s pd catheter (not a fresenius product) was removed and the patient was transitioned to hemodialysis (hd). The patient also had ertapenem (0.5g in sodium chloride 0.9% 50ml IV every 24 hours), an anti-infection drug, added to their treatment. Other treatment to continue was vancomycin 1500mg IV every treatment and fortaz 2 grams every treatment for three weeks. The patient had continued pd therapy during the hospitalization prior to the hd transition. Follow up with the clinic manager indicated that the peritonitis was related to touch contamination and the patient¿s artificial fingernails could have been a contributing factor of the peritonitis. The patient has been re-educated on proper aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.